Event description:
It was reported that this right ventricular (rv) lead exhibited an abrupt increase in shock impedance measurement that is high out of range measuring greater than 200 ohms. Technical services (ts) discussed possible fracture and recommended a chest x ray. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an abrupt increase in shock impedance measurement that is high out of range measuring greater than 200 ohms. Technical services (ts) discussed possible fracture and recommended a chest x ray. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, an xray was performed with no obvious signs of fracture. The physician switched the shock vector from triad to distal coil to can. The physician elected to monitor shock impedance of the new vector which was currently within the normal range. This rv lead remains in service. No adverse patient effects were reported.